Event description:
It was reported that an intraocular lens (iol) was explanted/removed after the haptics stuck together when delivered in the eye leaving a scar on the optic of the iol. The doctor replaced it with a dxr00v. No other information was provided.

Manufacturer narrative:
Unknown/ not provided. Asku. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. : expiration date: unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address: unknown/not provided. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record cannot be evaluated as no serial number was received. Unable to conduct the complaint historical review as no serial number was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.